Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is likely the omnilink elite interacted with the challenging anatomy during advancement of the device, causing the reported failure to advance. During removal continued interaction with the difficult anatomy likely contributed to the reported stent dislodgement. The stent implant was ballooned and embedded to the vessel wall. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the iliac artery. The 8x59mm omni link balloon expanding stent (bes) was attempted to be advanced to target lesion; however, the bes met with resistance with a different lesion in the superficial femoral artery (sfa) during advancement. Therefore, the bes was removed and the stent became dislodged in the posterior tibial artery during removal. A balloon was used to embed the stent in the posterior tibial artery. There was no adverse patient sequela. Another omnilink stent was used in the procedure. No additional information was provided.